Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external battery malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: alarms to change controllerspecific component(s) involved: external battery malfunctionadditional text: nickle battery for controllerother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; replacement of external batteryother intervention :implant device type: lvadmalfunction device type: